Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead became stuck after multiple repositions and required extensive rotations with twisting and pulling to remove/release. The lead became unable to pace and measured high impedance. A lead fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.